Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter; product ID 8709, lot# j10974r03, implanted: 2002-(B)(6), product type catheter. (B)(4): analysis of the pump found no anomalies. The pump passed all non-destructive testing. No anomalies were noted in the pump logs.

Event description:
It was reported that the patient had intermittent response to therapy. A dye study was performed, and the results indicated the catheter integrity was intact. It was noted that the catheter was believed to be poorly attached to the pump (o-ring). The pump event logs were checked and there were no signs of stalls or memory errors. No rotor study was done. The pump was replaced. It was noted that there was no patient injury, and the reason for the replacement was prophylactic removal of the pump to avoid in-vivo battery depletion. The patient status after device removal was reported as recovered without sequela. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).